Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. The customer provided stryker with all the available patient information. A stryker service representative performed an initial evaluation of the customer¿s device and was not able to verify the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
A customer contacted stryker to report that their device prompted a shock outside the normal parameters. As a result, defibrillation would not be available, if needed. There were no adverse effects to the patient as a result of the reported event.